Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; strut 2 from the distal end of the stent was lifted and pulled in a distal direction. The crimped stent od (outer diameter) of the undamaged section was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a kink at approximately 35 mm distal to the end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and heavily calcified mid right coronary artery (mrca). A 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with another synergy stent. No patient complications were reported and the patient was safe. However, returned device analysis revealed stent damage.